Event description:
It was reported that on (B)(6) 2022, a 25mm portico valves was selected for an implant. The patient has a past medical history of atrial fibrillation. The implant depth of the portico valve was non-coronary cusp (ncc) 5mm and left coronary cusp (lcc) 7mm depth. The patient developed asystole after the portico was delivered. A pacemaker was implanted due to heart block. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block , asystole and pacemaker implantation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve non-coronary implant depth was 5mm and the left coronary implant depth was 7mm, deeper than the optimal 3 mm depth. Information from the field also indicated that the patient had a history of atrial fibrillation. Based on the information received the cause of the reported incident could not be conclusively determined but could have been caused by a combination of the patient's medical history and implant depth of the valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."